Manufacturer narrative:
(B)(4). The device was returned with the blade scratched and cracked and not broken off as reported by the customer. Upon visual inspection, the tissue pad was found to be in good condition with normal wear. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in blade ¿lockout¿ later in the procedure. It is possible that the unexpected noise heard could be due to contact of the blade with metal or plastic while activated or the solid tone emitted when the blade becomes damaged.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a ladg, an unexpected noise was heard from the blade during use and an error 5 occurred. Although the device was re-assembled several times, the event continued. The blade tip was broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep checked the device after the operation, the tissue pad was damaged. One device will be returning.